Event description:
It was reported that the patient underwent a revision of a right total shoulder replacement 4 years and 4 months post-op due to pain, poly wear, and infection with continued treatment with antibiotics for 6 months post-op (captured on a separate report). Subsequently, the patient underwent an aspiration of the shoulder approximately 10 months after the revision procedure for continued pain and fluid accumulation (captured on a separate report). Following the aspiration, continued pain was reported and an MRI was obtained which showed inflammation around the implant. Approximately 1 month later, the patient underwent a revision of the right total shoulder. Intraoperatively, serosanguineous fluid was noted and intraoperative cultures were all negative. Further, the surgical pathology report noted a soft tissue reaction to polyethylene particulate debris. The patient was implanted with a competitor system. The patient was followed by the pain management service post-operatively and was discharged home approximately 7 days later. The patient was noted to be doing well at his 1 week post-operative visit.

Manufacturer narrative:
Concomitants: 300-30-06 - equinoxe preserve stem 6mm - (B)(6). 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm - (B)(6). 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm - (B)(6). 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm - (B)(6). 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm - (B)(6). 320-35-01 - small glenoid plate - (B)(6). 320-15-05 - eq rev locking screw - (B)(6). 320-40-00 - 145-deg pe 40mm hum liner +0 - (B)(6). 320-20-00 - eq reverse torque defining screw kit - (B)(6). 320-15-05 - eq rev locking screw - (B)(6). The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not returned to exactech for evaluation and no images, radiographs, or clinical information were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.